Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) migrated axillary and anterior. The device was repositioned to improve the sensing amplitude. The device remains implanted and in service. Besides surgical intervention, no adverse patient effects were reported.